Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to provide an adequate amount of high voltage therapy to the patient. The device was explanted and replaced to resolve the event and the patient was stable and did not receive any adverse consequences as a result of the event.